Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot did identify an increase in complaint activity for the complaint lot; however, no related trends were identified. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot or complaint issue. In-house accuracy testing was completed using a retained kit of lot 63160ud00 (lot number 63160ud02 contains the same bulk material as lot number 63160ud00). All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total -hcg reagent lot 63160ud02 was identified.

Event description:
The customer observed a falsely elevated alinity I total-hcg result for a patient sample. The following data was provided (customer¿s reference range <5 miu/ml): (B)(6) 2024 sample ID (B)(6) initial result = 773.24 miu/ml, repeat result = 8.23 miu/ml, colloidal gold result = negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1: facility name complete entry = (B)(6) hospital. Section e1: address 1 complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-74 has a similar product distributed in the us, list number 7p51-21/-31.

Event description:
The customer observed a falsely elevated alinity I total hcg result for a patient sample. The following data was provided (customer¿s reference range <5 miu/ml): 10sep2024 sample ID (B)(6) initial result = 773.24 miu/ml, repeat result = 8.23 miu/ml, colloidal gold result = negative. No impact to patient management was reported.